Event description:
Study: prevention of cardiac adhesions in pediatric cardiac surgery. Description: 2007 - mediastinitis - end date: two weeks later. Action taken: medication. Outcome: resolved with sequelae.

Manufacturer narrative:
Baxter medical director assessment. December 18, 2007. Meddra term(s): mediastinitis. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter prospective, open, observational study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Given the paucity of clinical info available in this case, baxter conservatively assesses this case preliminary as possibly related for reporting purposes. This does not necessarily reflect a conclusion by baxter that the case or info contained within constitutes an admission that the medical device caused or contributed to the reported adverse event. A final assessment is pending further investigations. Data required for further investigation and assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventual autopsy findings.